Manufacturer narrative:
Concomitant medical products: orange swap caps. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported leaks at the bifurcation of the trifuse extension set when infusing lr at an unspecified rate. It was reported that there was no tools used on the extension set. There was no report of patient harm. The events are occurring in the operating room (or).

Event description:
The customer reported leaks at the bifurcation of the trifuse extension set when infusing lr at an unspecified rate. It was reported that there was no tools used on the extension set. There was no report of patient harm. The events are occurring in the operating room.

Manufacturer narrative:
The customer¿s report of a leak at the bifurcation of the trifuse extension was confirmed. Functional and pressure testing identified a leak. Further visual inspection under magnification observed a solvent line indicating the tubing had been inserted to the correct depth within the connector. It also appeared that the solvent application was sufficient. The root cause was identified as a sink condition in the connector (supplier issue).

Event description:
The customer reported leaks at the bifurcation of the trifuse extension set when infusing lr at an unspecified rate. It was reported that there was no tools used on the extension set. There was no report of patient harm. The events are occurring in the operating room.